Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a left common iliac artery aneurysm with aortic dissection using gore® excluder® aaa endoprostheses. After the iliac branch component was deployed in the left common iliac artery, an incomplete expansion of the internal iliac gate was confirmed. Angiography showed, the gate had been unintentionally deployed within the left external iliac artery. The physician attempted to reposition the device proximally, but without success. Decision was made that, the internal iliac artery was to be covered by coil embolization and the procedure was completed successfully. The physician commented that, the location of bifurcation of the internal iliac artery was difficult to confirm. Reportedly he should have deployed the device from the area of the terminal aorta.